Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery needed checked. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. The fse determined the battery was empty, needing charged. The efficia dfm100 instructions for use (IFU) states ¿the efficia dfm100 lithium ion battery needs to be charged in the efficia dfm100. Insert the battery to be charged in the battery compartment and then plug the device into an ac power outlet. With ac power connected and the device turned off, the efficia dfm100 recharges its battery to 80% capacity in less than 2 hours and to 100% capacity in less than 3 hours. Charge time can be substantially longer if the device is on. Once ac power is supplied, the battery charging indicator flashes green to indicate the battery is charging and the battery is greater than or equal to 90 percent charged. The indicator turns solid green when the battery charge is > 90 percent of capacity and ac power is present. If no battery is installed or the installed battery is not functioning properly, the light remains off. Charging the battery at temperatures above 40°c (104°f) may reduce battery life.¿ the fse charged the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.